Manufacturer narrative:
The trial and associated instruments have been returned and are currently under eval. It appears at this time that the instruments are within spec. The investigation into this event is ongoing. If add'l info is obtained, a supplement will be filed as appropriate.

Event description:
The surgeon reported that he believed that the distal pip trials used during the surgery were bigger than the broach and implant. After broaching, he could not seat the trial but was able to seat the implant.